Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not power up with the on/off button. It was also indicated that the main printed circuit board (pcb) was out of specification and the hanger assembly was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) power switch was difficult to engage and had intermittent connection. The epg was returned for service. There was no patient involvement.